Manufacturer narrative:
A ge service representative preformed an on site investigation. There was a loose connecter found at the video pcb board and the gib board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that there were intermittent dark images on the monitor of the 9800 system. Also, after releasing the x-ray button, the "x-ray on" light remains flashing, and the "live" message blinks on the left monitor, indicating radiation exposure. No patient injury was reported.